Manufacturer narrative:
A2: age at time of event - over 60 years old.

Event description:
It was reported that the stent prematurely deployed. A 5mm x 100mm x 130cm innova was selected for use in a stenting procedure in the left superficial femoral artery (sfa). During the procedure, the stent began to deploy before it was in position. The deployment safety tool was still on. The device was removed without issue. The procedure was completed with another 5mm x 100mm innova. No patient complications were reported, and it was a good outcome. It was further reported that: a contralateral approach was taken to access the lesion and the safety lock was still in place prior to positioning in the lesion. Exposing the stent prior to deployment was performed as directed.

Manufacturer narrative:
Age at time of event: over 60 years old.

Event description:
It was reported that the stent prematurely deployed. A 5mm x 100mm x 130cm innova was selected for use in a stenting procedure in the left superficial femoral artery (sfa). During the procedure, the stent began to deploy before it was in position. The deployment safety tool was still on. The device was removed without issue. The procedure was completed with another 5mm x 100mm innova. No patient complications were reported, and it was a good outcome.